Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the user adjusted the white balance during a procedure, the lamp error occurred. After the user restarted the device and readjusted the white balance, the device worked properly. And the user completed the procedure using the device. The lamp error did not recur. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020 -06994 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction.